Event description:
Paramedics used the device to monitor a patient using patient cable leads. No patient details were reported. After approximately 10 minutes of use, the device displayed a low battery message then lost power.